Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. Vascular access was obtained via the pedal artery. The target lesion was located in the superficial femoral artery. A 300cm v-14 controlwire was advanced up the perineal artery. However, the tip of the guide wire ended up tying itself in a knot and then came off, went downstream and lodged in a collateral segment of the artery. The physician removed the device but the detached tip was left inside the patient as it would not cause a problem where it lodged in. The procedure was completed with a mailman guide wire. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. Vascular access was obtained via the pedal artery. The target lesion was located in the superficial femoral artery. A 300cm v-14¿ controlwire® was advanced up the perineal artery. However, the tip of the guide wire ended up tying itself in a knot and then came off, went downstream and lodged in a collateral segment of the artery. The physician removed the device but the detached tip was left inside the patient as it would not cause a problem where it lodged in. The procedure was completed with a mailman guide wire. No patient complications were reported and the patient's status was fine.